Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine for non-malignant pain. It was reported that the patient reported that they had their pump refilled today and they are at the doctor's office now. The patient mentioned their hcp was going to move their boluses from 3 to 4 per day. The patient stated they're supposed to get 3 boluses a day but they were only getting 2 and they are missing a bolus. The patient mentioned they had one last night at 10 pm and had 0 bolus left, and when they got up in the morning, they had 2 boluses left. The patient stated their last bolus was 3 hours ago and now they have 2 boluses left. Agent clarified and patient confirmed they're missing a bolus. The patient mentioned that their handset stopped at 90% and it does all the time. Agent had the patient connect to myptm and they were able to connect in an appropriate amount of time. The patient stated the pump time was 11: 50am and the pt time was 10:45 am. Agent reviewed daylight savings time changes and redirected the patient to their hcp to update the pump time.